Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the pump booted with audio, vibration and was observed to have a fully illuminated display screen. The initial complaint of a dim screen was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen was dim and had to be in a dark environment for the screen to be read. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.